Event description:
One of three 5mm versaport bladeless optical trocars was leaking shortly after abdominal placement. In the process of determining which one, a round piece of plastic was discovered and retrieved from the abdominal cavity. The piece was from the trocar.